Event description:
It was reported that a user contacted support for help unpausing insulin delivery on an ilet system and then recognized the device was already unpaused, after which they resumed normal use; a blood glucose of 187 mg/dl was reported. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury, no escalation of care, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device alarms, no malfunction, and user confusion regarding the pause state, consistent with use error, with the device operating as intended. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear for hyperglycemia with contributory user confusion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.